Event description:
The peritoneal dialysis (pd) nurse reported that the pt had become ill and there was possible fibrin. The pd nurse stated that the pt developed an infection, possibly peritonitis, and was hospitalized. The specific onset date and date of hospitalization are not known.

Manufacturer narrative:
This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market clinical dept is in the process of requesting pt med records and treatment data info regarding the reported event. The MFR of the streamlines blood lines will be notified. A supplemental medwatch report will be submitted upon completion of the investigation.